Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx rx coronary drug eluting stent was used to successfully treat a near occlusion of a non-medtronic stent previously implanted in the left pulmonary artery (lpa). During the same procedure a transcatheter pulmonary bio prosthetic valve (melody valve) was implanted. Post implantation of the melody valve the resolute onyx stent was noted to have become compressed and fractured therefore the stent was re-crossed and re-ballooned using a 4.5 and 5mm nc balloon at a high pressure. No additional adverse patient effects were reported.